Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay ver. 2.1 on a cobas 6000 e 601 module. The sample initially resulted in a troponin t value of 136.70 ng/l and this value was reported outside of the laboratory. The patient went to the hospital and a sample collected from the patient resulted in a negative troponin t value. The complained sample was repeated on (B)(6) 2022, resulting in a troponin t value of 3.5 ng/l. The troponin t reagent lot number was 530939. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
For the calibration performed on (B)(6) 2022, calibration signals were within expectations. Quality controls were within range for both levels of control. Calibration and control data do no point to a reagent or instrument issue. Upon review of information related to pre-analytic sample handling, the information did not point to a sample quality issue. Upon review of the alarm trace, no relevant alarms were observed. Precision studies were performed and were ok. The investigation could not identify a product problem. The cause of the event could not be determined.